Event description:
The affiliate reported that the tubing disconnected from the plastic, causing the system to leak near the needle port marked ¿csf¿. As a result, the device was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device product code could not be identified. Also, returned was the patient line, stop cock and needless port. During the visual evaluation of the device it was found that glue traces were seen on the needless port. It was not possible to confirm if glue traces were on the tubing, as no tubing was returned. The current quality inspection for these assemblies is established to 100% tested for leaks and blockages. A review of the history device records was not possible as no lot number was given. The root cause of the problem reported by the customer could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.